Event description:
It was reported that during a vena cava filter placement procedure, the filter was allegedly failed to deploy. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one partial denali femoral filter kit which includes one pusher catheter, one touhy borst adapter and one filter storage tube loaded onto the pusher catheter, one filter within the filter storage tube. During visual evaluation, the pusher catheter was loaded to the touhy-borst adapter and filter storage tube. Residue was noted throughout. On functional testing an attempt to deploy the loaded filter with the loaded pusher catheter was performed and was successful. Resistance was felt during attempt. Filter deployed successfully. Filter limbs were present. Three fluoroscopic images were provided and reviewed by (B)(6) the three images depict the device after deployment. The legs appear to be tethered, preventing full deployment. In the first image the device has been snared for removal. The middle image an attempt is being made to un-tether the legs. Therefore, based on the image review it confirmed that the activation failure including expansion failures as the legs appear to be tethered. Therefore, the investigation is inconclusive for the reported positioning failure as the filter deployed successfully. Based on the image review it confirmed that the activation failure including expansion failures as the legs appear to be tethered. A definitive root cause for the reported positioning failure and identified activation failure including expansion failures could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2026) . H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.